Event description:
It was reported that while prepping for a coronary drug eluting stenting treatment procedure, stent damage was found. The taxus express2 3.5x32mm drug eluting stent was removed from the hoop and a couple of the stent struts were found to be lifted. No patient complications were reported. Patient status is satisfactory.